Event description:
Complainant alleged that while attempting to defibrillate a one-year-old patient (gender unknown), the electrodes failed to detect an ECG signal. The clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the electrodes that were being used in the event were expired.